Manufacturer narrative:
The device was checked on site by a dräger technician and the logbook was analyzed by the manufacturer. It could be reproduced, that on the reported day of event the device generated the alarm message "int. Battery empty !!!" And stopped ventilation. In this case the emergency breathing valve is opened to allow the patient spontaneous breathing. The cause could be attributed to the pcb dc power supply, which caused a failure within the internal power supply of the device. By replacing the battery and the pcb dc power supply, the device could be repaired. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It has been reported that the device has failed with the message "internal battery empty". No patient consequences reported.